Event description:
The nurse reports the flexi-seal fms tubing had bulging. The nurse further reports the flexi-seal fms was flushed and the bulge was not present, the appropriate amount of water was in the retention balloon, this water was then removed, reinserted and the bulge reappeared. The nurse states the device was removed and replaced.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. Additional pt and event details have been requested. Should additional info become available, a follow-up report will be submitted. (B)(4).